Event description:
It was reported that this right ventricular (rv) lead was successfully explanted due to high out of range shock impedance measurements greater than 150 ohms. This lead had been previously reprogrammed but ultimately it was decided to be extracted and the consumer expressed dissatisfaction with the product. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.